Event description:
Doctor reports patient status post bilateral hip replacements had drainage from the wound and he planned to wash out and debride the hip. Sales representative attended the case in which the surgical site was washed out and debrided. He stated the case was performed without incidence and cultures were taken for pathology tests. Surgical site was closed. No implants were revised.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as unknown 1 anato hip replacement. It was noted that the device is not available for evaluation as the device remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.